Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found contamination on the nozzle. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the analysis, the repair center found contamination on the nozzle. There were no reports of patient involvement.